Event description:
It was reported by the pt's legal counsel that the pt received a left tka on (B)(6) 2007. On (B)(6) 2011, the pt was revised for pain.

Manufacturer narrative:
A review of the implant's mfg records indicate that it was made to spec. Very little info has been obtained to determine root cause. Should add'l info be proved to further this investigation, this report shall be updated.